Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified. The probable cause was caused by a failure in the patient's plate, but the cause of the failure in the patient's substrates is unknown. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device showed no image. The issue was found at reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue. Devoice evaluation found there was no image due to defectives printed circuit board (patient board). In addition indicators in the front panel noted to be defective due to the faulty circuit board (cp board). The power switch was defective , the fan was not working and rear panel found rusty along with the chassis and the ffc cv26 (harness) was corroded. Investigation is ongoing. This report will be supplemented following investigation completion.